Event description:
It was reported that drug leaked during use from the catheter adapter with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: 20 mins after started using, drug leaked from the catheter adopter. Connected with nipro ex-tube. Leakage didn't stop even replaced by new ex-tube.

Manufacturer narrative:
H.6. Investigation summary: bd received a 22 gauge insyte autoguard blood control unit from lot 8340856 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed slight damage to the inside of the adapter. However, a water/air leak test was performed and no visible leakage was observed coming from the unit. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Although, the observed damage to the adapter could potentially lead to a leak in the future. The manufacturing facility has been notified of this incident and the findings. A training was issued for all associates involved to raise awareness of this issue.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that drug leaked during use from the catheter adapter with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: 20 mins after started using, drug leaked from the catheter adopter. Connected with nipro ex-tube. Leakage didn't stop even replaced by new ex-tube.